Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a clogged air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material clogged air/water channel occurred because the reprocessing was not conducted properly due to leakage from switch 1. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.